Event description:
It was reported that the patient presented to the hospital for a generator change procedure on (B)(6) 2021. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). The physician capped and replaced the ra lead on (B)(6) 2021. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information.

Event description:
Related manufacturer's reference number: 2017865-2021-35076. New information received notes the patient's implantable cardioverter defibrillator was explanted due to wide qrs.